Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported not receiving low alert for g6 app. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported allegation was not confirmed. A probable cause could not be determined via data.